Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced signal loss to the ilet for several hours, resulting in the ilet not receiving cgm data while the dexcom app continued to alert, and troubleshooting was attempted without resolution, consistent with an intermittent communication failure potentially involving the antenna or related electrical/magnetic components. Symptoms included hypoglycemia with glucose nadir of 64 mg/dl and treated with oral glucose. Outcomes included an unexpected medical intervention, as the patient required carbohydrate intake to address the low. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet causing continued insulin delivery due to lapse of cgm readings, aligned with intermittent communication failure and potentially involving the antenna and related electronic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.